Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "nothing on screen; no display light is on." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with nothing on the screen was confirmed during product evaluation. The root cause of the reported problem was determined to be a damaged contrast control. Appropriate action was taken to correct the reported problem by resetting the contrast control. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.